Manufacturer narrative:
E1: (B)(6) hospital ((B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the distal end was broken and detached. The detached parts could not be found and were not retrieved during a therapeutic endoscopic submucosal dissection procedure that was completed with a non-olympus device. There was no patient injury reported.